Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation of the ICD involved in this MDR report, the ventricular lead was inserted in the is-1 ventricular port and the setscrew was tightened. However, the lead was pulled out from the port due to loose connection. Click sound was confirmed during setscrew tightening. The lead was re-connected again, but the same issue was confirmed. The device was finally not implanted and returned for analysis. Another device was successfully implanted.